Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that system was not starting up. Review of the log files shows geometry logs warnings and geometry related malfunction. Customer also stated that biomed was doing calibrations because force sensor on frontal stand not working properly, at that time the system suddenly switched off and no power to the system. Upon troubleshooting philips field service engineer (fse) went onsite and found that system was not starting up due to the fan tray was defected. To resolve the issue, fse replaced fan tray. The defective parts were returned for analysis, for pdu (power distribution unit) fantray, malfunction was observed, and the issue was found to be malfunction of pdu fantray. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.